Manufacturer narrative:
(B)(4).

Event description:
When ats45 fired, stapler did not deploy perfectly. It seemed just two staples were deployed and the stapler locked.

Manufacturer narrative:
(B)(4). Batch # k5de5f. The analysis results showed that one tr45g reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, device locked out. There were no adverse consequences for the patient reported.